Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received alert 38 indicating consecutive motor stalls on the ilet pump, attempted on-device troubleshooting without success, and was instructed to restart the device; a subsequent alert occurred after restart, and a replacement ilet was provided with education on backup therapy and device shutdown. Symptoms included no adverse clinical effects. Outcomes included transient hyperglycemia with a reported highest glucose of 264 mg/dl, no device-driven high-glucose alerts over 90 minutes, no ketone testing, no external assistance, and no medical intervention. Investigation included review of device history confirming the alert and remote troubleshooting steps with restart and charge verification. Investigation of this case revealed a device malfunction consistent with a stalled motor in the pump mechanism that persisted after restart, necessitating device replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction.